Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl treated with insulin pump. Customer stated the insulin pump did not alarm when cannula was bent. Customer had received insulin flow block alarm. Self test and displacement test was passed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated there was scratch on insulin pump case. Customers last blood glucose reading was 127 mg/dl. The insulin pump will not be returned for analysis.